Event description:
During use of the device for a surgical procedure, the user reported the heater cooler was not warming as fast as expected. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.